Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 324 mg/dl. The customer stated he had multiple no delivery alarms in the past two to three months. The customer stated that he had three alarms today and is going on his fourth one. The customer stated that the alarm occurred while he was lying on the couch and sleeping. The customer stated that two of the alarms occurred while he was sleeping. The customer stated that the infusion sets were not bent. The customer did not want to troubleshoot during the time of call.